Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. There was no excessive no delivery alarm on the insulin pump. The device was received with cracked reservoir tube lip, scratches on the lcd window, broken belt clip slot and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and no delivery alarm. Customer's blood glucose level was 683 mg/dl. Troubleshooting for high blood glucose was performed. Customer drank water and took a manual injection and also treated with a flex pen. Troubleshooting for no delivery was performed. Customer advised the alarm occurred during manual prime. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.